Manufacturer narrative:
Lot number was not provided. Subject device was implanted.

Event description:
It was reported that during advancement of a coil into an aneurysm located in the anterior communicating artery (acomm), the coil prematurely detached inside the microcatheter. The physician manipulated the coil out of the microcatheter; however, part of the coil remained in the parent vessel. A stent was deployed to hold coil in place. Patient was reported to be doing fine.